Event description:
On 08/22/2008 received explanted lead from st. Jude medical. No info provided. Located lead serial number on explanted lead and used to search database and identify patient. Investigational letter sent to physician and center in pt record.

Manufacturer narrative:
Entire form filled out by manufacturer.